Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a csf (cerebrospinal fluid) leak "last year"; the catheter was revised at that time. As of (B)(4) 2012, the patient continued to have no therapeutic effect. The plan was to possibly revise the catheter on (B)(4) 2012. It was later reported that patient continued to not experience any relief from spasticity and a (B)(4) study was attempted, but the healthcare provider (hcp) was unable to aspirate the catheter. Surgery was performed and a new catheter was implanted. Per the reporter, the patient was "doing fine post operatively". It was later reported the hcp believed the catheter had broken off.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2011 (B)(4), explanted: 2012 (B)(6); catheter model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); cather (prox rev seg) model 8596sc, serial# (B)(4), implanted: 2011 (B)(4), explanted: 2012 (B)(6), catheter (prox rev seg) model 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6).

Event description:
It was indicated that the location of break/issue was mid catheter.